Event description:
Boston scientific received information that high ventricular pacing impedances were detected on this transvenous lead by this implantable cardioverter defibrillator (ICD). The physician determined no remedial action was needed and will continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that nearly one year after the initial allegation, a procedure was performed to explant and replace the right ventricular lead and this device due to ongoing high pacing impedances greater than 2000 ohms. No adverse patient effects other than the additional procedure were reported.